Event description:
I am reporting the dangers of silver mercury tooth fillings. I have 11 mercury fillings in my mouth. The fillings are producing electric currents in my mouth. The electric currents are going through my head and creating seizures. I am sensitive to metal and when I touch or go near metal I receive an electric current through my arms and legs. Mercury is one of the most dangerous metals in the world and has a chemical reaction when heated, touched or when near most other metals. I have experienced ms symptoms and have asthma from the mercury fumes. I also have migraines and muscle pains. I have tingling in arms and legs. I feel the eelctric currents in my teeth. They increase whenever there is any time of electric current near me - television, computers, airplanes. I recently took an airplane trip and the electric current was so great that my molar popped out after I got off the plane. I can't drink a can of soda because the metal sends an electric current through my arm. I am a walking electric conductor. I can feel metal from across the street and can feel when there is too much electric toxins in the air. I'm slowly dying. My muscles and brain are degenerating. I have terribe memory loss and poor word recognition. I have terrible fatigue. Mercury is killing people. Please do something to help. Thank you. Diagnosis or reason for use: cavities.